Manufacturer narrative:
The product involved in this complaint was 43309; product description single lumen insertion tray and lot number 1432200120. The device history record (DHR) review indicated that there was no quality issues associated with this reported issue. All DHR¿s are reviewed for accuracy prior to product release. A sample was received for analysis and investigation; it consisted of one PICC catheter, product ID 43309 which presented signs of use (blood residues). Functional testing was performed in order to confirm the reported issue. After the test was completed, the catheter showed a leak in the tubing. A visual inspection of the sample revealed a clear cut in the tubing of the shaft, near the butterfly. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time; therefore the most probable root cause can be can be attributed to unintentional damage during use when the user manipulates the device. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports a leak just above the butterfly where the extension tubing meets the butterfly. Pvp and alcohol were used to clean the area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with tegaderm and steri strips. The PICC was inserted (B)(6) 2016 in the right ac and was in continuous feed. Chlorhexidine was used to clean the area. The hub was cleaned with chg wipes. The PICC was removed (B)(6) 2016 and was replaced with another PICC. The status of the patient is ok.